Event description:
It was reported with the use of the bd angiocath plus¿ venous catheter there was an issue with foreign material on the tube.

Manufacturer narrative:
Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. 1 actual sample was returned in opened packaging for investigation. The sample was subjected to visual inspection. A black, loose solid fm was observed on the catheter. Black, loose, solid fm observed on catheter: the fm was subjected to ftir analysis. The results showed that the spectrum of the fm does not have a good match, the best match is an acrylamide-based compound. The probable root cause of the fm could not be determined as there was no good match available from the library during the ftir analysis and also there was no acrylamide-based material used within the manufacturing facility. Job aid for housekeeping standard in insyte assembly and packaging process had been established. In addition, machine cleaning is conducted every week during preventive maintenance. A communication will be conducted to all manufacturing associates on proper gmp and housekeeping procedures. CAPA (B)(4) has been opened to investigate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath plus¿ venous catheter there was an issue with foreign material on the tube.